Manufacturer narrative:
Information referenced: the main component of the system and other applicable components are: product ID: 8840, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding their implanted pump which was used to deliver dilaudid. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the consumer reported that a couple of weeks ago they started to hear a beeping noise which they thought was coming from outside their apartment. The alarm heard was consistent with the two tone pump alarm. On (B)(6) 2016 the patient started to experience withdrawal symptoms. It was noted that the patient had been told the battery of their pump lasts longer than the previous model's. Additional information was reported by the consumer on (B)(6) 2016. The battery had been out for two weeks. It was noted that the patient had 5-6 pumps in the past and the alarm sounds different to the patient now than in the past pumps. It was reported that when the old pump alarmed "you could hear it inside the tympanic membrane" and as the alarm got louder you could hear it "outside." They would see the surgeon on (B)(6) 2016 for replacement possibly on (B)(6) 2016. The consumer reported that they were supposed to have the pump replaced last friday ((B)(6) 2016) but they had a fever and the explant was postponed. The consumer also requested to know if the tubing could be blocked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.